Event description:
Report 1 of 2 received from an international affiliate of a tubing split during power injection occurring within the "last 2 months". It was reported that 100mls of omnipaque 300 contrast was being injected at 3ml/second via a medrad power injector at 300psi. The injector tubing was connected to the lower y-site of the primary tubing with a clave connector. The tubing was clamped either with the slide clamp or the roller clamp. It was reported that after 10 seconds of infusion, the primary tubing split 1cm vertically at the area that connects to the proximal part of the y-site. A second primary tubing was connected to the patient and the infusion was resumed. It was reported that the second tubing also split. A third primary tubing was connected and the procedure was completed without further incident. There was no report of blood backup, blood loss or air infusing into the patient. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.